Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08-aug-2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that several batteries were used in the pump but the pump would go to a "low battery" almost immediately. The pump was unable to keep power. It was also alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2019 with the following findings: during investigation, the battery compartment was cracked at left side of grip , no moisture found in compartment or internal. Unrelated, the display was found to be dim/faded. The pump passed all required testing for battery life , electrical current draws tested with in spec 3. Replace battery alarms observed in the black box download for (B)(6)2019 indicate the user was installing discharged batteries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .